Event description:
Additional information received noting that the patient had to have their incision closed up twice due to the patient pulling on the incision. The physician also reported that the incision had gotten infected but that it was due to the patient handling the incision and pulling it open.

Event description:
Additional information received noting that the generator was slightly visible through the skin and the patient underwent surgery to re-insert the device and it was successful.

Event description:
It was reported that the patient went to the ER with their generator protruding from the chest due to the patient picking at their incision. It was noted that the patient would undergo surgery to try to save the generator. Device history records for the generator were reviewed. The generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available. H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.